Manufacturer narrative:
(B)(4). Analysis of the returned extension model 3708160 serial #(B)(4) showed no anomalies. It was noted that there were 2 extensions products present during the event. See manufacturer¿s report # 6000153-2016-00744 for the other extension information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional via the manufacturer¿s representative reported that, upon ¿hardly¿ inserting l eads into the extensions, impedance testing found impedances to be ¿extraordinary high in several electrodes¿. The physician then ¿failed to connect lead to extensions¿ and replaced the extensions. It was also reported that there was ¿positioning difficulty.¿ it was noted the extensions were used within the patient. There was no injury (or death) related to the event and the patient status was not as recovered without sequelae. If additional information is received a follow up report will be sent.